Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead exhibited a decrease in sensing post-implant. It was determined the lead had dislodged. During the repositioning procedure, it was noted the suture sleeve was not fixed appropriately on the lead. The lead was successfully repositioned. No adverse patient effects were reported.